Event description:
The pump was returned for investigation. Investigation revealed that up arrow, down arrow and ok keypad buttons were intermittently unresponsive and there was evidence of contamination found under all of the key contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a visual inspection showed that the keypad was intact with no tears or peeling. The keypad symbols were worn, which has no effect on insulin delivery function. The up arrow, down arrow and ok buttons were found to be intermittently unresponsive. The contrast button responded appropriately. The keypad cover was removed and evidence of contamination was visible under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.